Event description:
The problem was described as: "the sheath was used successfully during the procedure, the issue occurred when the physician was going to exchange the 6x45 catapult sheath for a 6x11cm sheath for closure purposes. When the doctor was backing the catapult out over the wire, the sheath started to uncoil. There was nothing left behind in the patient and the sheath was able to be removed over the wire. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? No troubleshooting, the md was able to remove the sheath over the wire. What is the next course of action? Sheath was taken off of wire and replaced with a 6x11 cm sheath. Patient present at time of event? Yes, patient complications: no patient complications. As reported device codes: 1048: break. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Device/procedure outcome: unable to use device - attempted, different device used (different model), procedure completed. Patient outcome: f26: no health consequences or impact. Returned product expected: yes."

Manufacturer narrative:
The root cause of the incident is unknown at time of the initial report. The complaint device will be returned for an evaluation. The DHR review which exams the DHR, ncrs, and ecos will be done as part of the root cause investigation.

Manufacturer narrative:
Initial report submitted on 10 april 2025, the complaint device was not returned. Therefore, testing of the actual device in the reported adverse event is not possible. The DHR/batch record review showed that there is no production or design issue that can lead to the defect which caused the complaint case. Root cause is established as external - customer.

Event description:
The problem was described as: "the sheath was used successfully during the procedure, the issue occurred when the physician was going to exchange the 6x45 catapult sheath for a 6x11cm sheath for closure purposes. When the doctor was backing the catapult out over the wire, the sheath started to uncoil. There was nothing left behind in the patient and the sheath was able to be removed over the wire. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? No troubleshooting, the md was able to remove the sheath over the wire what is the next course of action? Sheath was taken off of wire and replaced with a 6x11 cm sheath. Patient present at time of event? Yes, patient complications: no patient complications. As reported device codes: 1048: break. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Device/procedure outcome: unable to use device - attempted, different device used (different model), procedure completed. Patient outcome: f26: no health consequences or impact. Returned product expected: yes". On 08.04.2025 customer provided additional information: "I just talked to the physician and he said he did use the dilator and a super stiff amplatz to take it out and it still uncoiled like that."